Event description:
It was reported that a screw fractured in the patient's mouth and resulted in the implant being removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One unknown zimmer screw was returned for investigation. A fracture screw was stuck inside the implant. Based on the evaluation, the device malfunction has occurred (fracture screw). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 4 years and 11 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.